Event description:
Product was returned as part of recall. During internal evaluation, product button failed to actuate. (Lower 'options' button)

Manufacturer narrative:
Conclusion code was used as it reflects component failure where the event is interpreted to be overall device performance. Event date is date that device was tested at the manufacturing facility.